Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown trident x3 liner. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that patient was revised on a left hip due to instability and greater trochanteric fracture.